Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo set in which a separation occurred. According to the report, the facility took the set right out of the packaging and the male luer lock at the distal tubing end came right off of the tubing. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and showed that the male luer was separated from the tubing. Closer visual inspection of the tubing end showed that there was no visible solvent bond plow ridge. It also appears by the shiny portion of the tubing end that it may have been insufficiently inserted during assembly. The remainder of the sample solvent bonds were pull tested with no failures noted. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The root cause was determined to be due to manufacturing error. The assembly of the sample was not introduced as far as it should to ensure correct assembly. The process instructions do not clarify to the machine operator how to handle such defects. Corrective actions updated the manufacturing procedure to clarify the assembly process and implemented equipment adjustments with process validation.